Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The alarm was non-functional. The printed circuit board (pcb) was replaced to address this issue.

Event description:
It was reported that the device has no alarm. The issue was discovered during testing. There was no patient involvement. Evaluation of the returned device found that the alarm function of the fluid warmer was non-operational.